Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that the 9800 system had poor image quality. No pt injury was reported.